Event description:
It was reported that the insulin pump had a blank display. The spouse stated that the customer had a high blood glucose of 300mg/dl. The spouse also stated that they were attempting to contact her doctor for a back up plan. Troubleshooting was performed. The battery was removed and the device rested for several minutes. Advised customer to seek medical assistance if she did not hear anything from her doctor. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a battery tube loose connector.